Event description:
It was reported that the device had system error code-130.6020. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had had system error code-130.6020 and was not identified during the customer call. The tech support advised the customer to perform a keypad test and complete the pm on the unit. If the error code comes back, the customer will send the unit in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.